Event description:
Following a carotid stenting procedure, the patient experienced a neurological deficit of left sided weakness and left sided facial droop. The patient was also suffered from shortness of breath, which was treated with neosynephrine. The patient was diagnosed with a transient ischemic attack (tia). A male was consented to the study in 2008. The index procedure was completed on the same and patient was asymptomatic. The target lesion location was the ostium of the right internal carotid artery. There was no occlusion of the contralateral carotid. Reference vessel diameter was 6mm. Target lesion diameter stenosis was 90% with a lesion length 10mm. Total length of stented segment is 30mm. It is unknown if the lesion was calcified or tortuous. The geometry of the lesion was described as eccentric. Pre-dilatation was performed. The final target lesion percent diameter stenosis was 10. An angioguard distal protection device was deployed and retrieved successfully with no technical problems. Upon retrieval of the angioguard device there was no debris found in the basket. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. Post-procedure medication was clopidogrel and aspirin. The procedure was completed. The patient left the angio suite neurologically intact. Post-procedure, same day, the patient was diagnosed with a transient ischemic attack. The onset of the event was sudden with full recovery within 24 hours. The patient was discharged four days later, with clopidogrel and aspirin directed.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.